Event description:
Complainant alleged that during biomed testing the device's display showed only a green dot. Complainant indicated that there was no patient involvement in the reported malfunction.